Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016 due to an ischemic stroke secondary to thrombus in the carotid arteries. The patient had reportedly suffered minor neurological insults on unspecified dates in 2015 and 2016. These events had been previously unreported to the manufacturer. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.